Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the rotaflow displays the error message "head error" during patient treatment. After restarting the rotaflow it works for a couple of hours. (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
The initial failure description was that the rotaflow displays the error message "head error" after a couple of hours of patient treatment. The device was restarted and working normally again for a couple of hours resulting in the "head error again". The device was directly involved in the event. And the failure could be confirmed. A getinge service technician was onsite to repair the affected rotaflow on 2020-09-16. First the technician replaced the rotaflow drive, but the "head error" was still displayed. The 70101.1681 rotaflow console (rfc) flow measure board has been replaced as a precaution. As the head error could be cleared with restarting the rotaflow following most probable root causes could be determined: the head error follows the sig error. When the ultrasonic cream is applied (due to the sig error) to the flow bubble sensor and the disposable is moved close to the rota flow drive, the magnets in the centrifugal pump interfere with the sensors in the rota flow drive. This error can be overwritten by restarting the rota flow console. If the rpm / lpm is set to zero and the drive as well as the inserted centrifugal pump is shaken this causes magnetic uncoupling of the centrifugal pump and thus leads to the head error. This error can be overwritten by restarting the rota flow console. Furthermore, the instructions for use of the rotaflow system, see rotaflow system user manuel, instructions for use / 4.2 / en / 13, chapter 8.1.2 contain detailed descriptions to prevent an ¿error head¿. The product in question was produced in 2020-05-26. The device history record (DHR) of the rotaflow console (material: 70105.1697, serial: (B)(6)) for which a customer complaint was received, was reviewed on 2020-12-16. The DHR does not show any abnormality or issue that is related or can have led to the customer complaint. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.